Event description:
Stapler was checked prior to procedure, was working properly, then stopped functioning (would not fire staples) and was removed from the field. A new one was obtained and used. No harm to pt. FDA safety report ID# (B)(4).